Event description:
Information received a smiths medical cadd ms3 slate gray 74000 pump was beeping during night and would not stop beeping. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information: b3, h10. Information was received on 06/01/2020 indicating event date.

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Review of the event history log of the device found no evidence of the reported complaint. Device underwent functional testing, confirming the reported customer complaint. Device was noted to have been put on run with a new battery at 7:00 am and ended continuously beeping battery depleted at 1:30pm. Therefore, the battery lasted only six hours. Further investigation determined that a high current motor is the cause of the issue. The motor will be replaced. The problem source however has been determined to be unknown.